Manufacturer narrative:
The reported oad, guide wire, and non-csi filter were received for analysis. The non-csi filter was engaged on the guide wire, and the guide wire had been destructively cut. No additional damage was observed on the guide wire. Adhered biological material was observed on the distal and proximal edges of the driveshaft crown. Examination of the area of adhered material did not reveal any damage that would have contributed to the accumulation. A guide wire was passed through the oad driveshaft and met resistance near the adhered biological material. The driveshaft was cut proximal to the area of adhered material and the guide wire passed through the rest of the driveshaft and handle assembly with no resistance. The oad was tested, spun on all speeds, and functioned as intended. At the conclusion of the device analysis, the reported event of the device stuck on wire was confirmed. The report of embolization was unable to be confirmed through device analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. H6: results code: 4247 -suggested code is biological material present on device. (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
A stealth peripheral gen2 orbital atherectomy device (oad) was used to treat a calcified, 90% stenosed lesion in the superficial femoral artery (sfa) and popliteal artery. After treatment, the oad became stuck on the guide wire. The oad, guide wire, and non-csi filter were all removed together, and a filter retrieval catheter was unable to be used. The content of the filter was possibly spilled during the retrieval. No damage was observed on the oad or guide wire. Biological emboli was observed in the vessel. A second non-csi filter was deployed distal to the embolization, and the emboli was captured. The patient was discharged home following the procedure.